Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a power on reset (por) error code. The patient reported that at first, they thought the battery was dead and noted that they did not know if it was the patient programmer (pp) or the implantable neurostimulator (ins). The patient tried to check the ins using the pp and got a por message. There was no trauma or falls related to the issue and the patient was directed to follow up with a healthcare professional (hcp) to clear the por. On (B)(6) 2017, it was reported that the patient wasn't having effective therapy. It was noted that impedances were within normal limits. The last interrogation date was (B)(6) 2017 and the stimulation had been on since then. The ins battery indicated there was 101 months remaining. It re-measured at 100.9 months. When it was initially interrogated, it prompted the rep to enter the serial number but they just clicked "ok" and it went to the normal therapy screen. There was no por screen seen and there were no recent medical procedures or diagnostics performed. On (B)(6) 2017, it was reported that there were no actions or interventions taken to resolve the therapy not being effective. On (B)(6) 2017, it was reported that the patient's device was still not working and nothing had been resolved. The therapy was not helping their symptoms and they couldn't tell when this started. They had a recurring bladder infection and didn't know what was causing it, but noted that it had been occurring since (B)(6) 2011, ever since they had the ins. The patient went to the hcp, who told them they had no idea what was wrong with it and it never happened before. The patient guessed they were going to take it out and do something. The cause of the por was not determined. They said they couldn't do anything with it because their device was not working. The patient said that the por message did appear, contradicting what the rep reported. They connected and no por message appeared. The pp showed the ins was on and at program 4 at 0.2 volts (v). They increased to 1.0 v, but didn't feel stimulation. They tried to go higher, but wasn't able to increase any higher than 1 v as the pp showed "upper limit reached". They were going to monitor the symptoms at 1 v and follow-up with the hcp if it wasn't resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had no idea what was causing the infections. The don't feel as if it has been thoroughly investigated. The patient was given meds and referred to an infectious disease physician. The issue has yet to be resolved. No further complication reported.